Manufacturer narrative:
According to the facility on 1/3 at the end of a robotic assisted laparoscopic, umbilical hernia repair with mesh procedure, "the raytech was placed in the abdomen and was being pulled through a robotic trocar at the end of the case and it came apart". The surgeon had continued visualization of the rayteach and trocar. Once both 1/2's were removed, the staff informed or management and the safety coordinator. An x-ray was taken. The facility stated there was no impact to the patient or procedure and that there was no serious injury or medical intervention. The procedure was completed. A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the facility on 1/3 at the end of a robotic assisted laparoscopic, umbilical hernia repair with mesh procedure, "the raytech was placed in the abdomen and was being pulled through a robotic trocar at the end of the case and it came apart".